Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right ventricular (rv) lead "electrode was exposed" and the lead "did not give credible thresholds". The rv lead was removed and replaced. No patient complications have been reported as a result of this event.